Event description:
During a ptca of the rca a balloon rupture occurred on the fifth inflation. Afterward a vessel perforation was noted. The vessel was repaired with one stent. Reportedly, the pt was hemodynamically stable throughout the procedure. The user facility has retained the device.